Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were power on reset parameters. There was one power on reset for write to locked random access memory. Addr=0e79, data=20 on (B)(6) 2012. There was one patient alert for a power on reset on (B)(6) 2012.

Event description:
It was reported that the device had an electrical reset during radiation treatments. The device was reset and is still in use. No patient complications have been reported as a result of this event.